Manufacturer narrative:
This incident has been recognized as use error by varian medical systems. Labeling placed on the couch, as well as in the user manual, provide instruction and explicit hazard warnings (with respect to hand placement), which help to ensure the safe operation of the equipment. CAPA has been opened in order to address possible product improvements to prevent any future pinch-point injuries.

Event description:
Therapists were manually moving the couch to the treatment position with a pt on the table. A therapists' hand was grasping the underside of the table and as the table reached the base her small 5th finger at the distal end was severed by a pinch point on the underside of the couch. The therapist was taken to the emergency room where plastic surgery was performed.